Event description:
It was reported the svc impedance was greater than 200ohms but had been unstable since the implant of new device two months prior. The hvb impedance is still within normal range, with only mild fluctuations. A connector pin/header misalignment was suspected. The lead and device were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported the svc impedance was greater than 200ohms but had been unstable since the implant of new device two months prior. The hvb impedance is still within normal range, with only mild fluctuations. A connector pin/header misalignment was suspected. The lead and device were replaced. No patient complications were reported as a result of this event. No conclusion can be drawn impedance, high.